Manufacturer narrative:
Follow-up #1: date of submission 07/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2016 with the following findings: multiple ¿call service (cs) 087¿ alarms were observed in the black box during the investigation. A ¿cs069¿ alarm was reproduced during the rewind step and the remaining steps were unable to be verified. The ¿cs069¿ failure was written as a ¿cs087¿ failure in the black box. A component failure was found on the printed circuit board. Unrelated to the complaint, the battery compartment was observed to be cracked along the side and from the case seal traveling to bumper.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service 069 alarm issue. The reported issue was not resolved with troubleshooting. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.